Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence/bleeding including date and findings. Please describe the appearance of the stratafix suture during the second procedure. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Does the surgeon believe that the initial suture size was not sufficient to close the anastomosis since they used v-loc of a larger diameter? Were there any patient stress factors that precipitated the event for the suture breakage or pulling out of the tissue? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2023 and a barbed suture was used. The patient underwent the procedure without complications. During the procedure, when defining the urethrovesical anastomosis, the surgeon was informed that there was only the barbed suture, not the competitor product that is always used. The anastomosis was performed using the conventional surgical technique, without major intraoperative findings. In the immediate post-surgical period, on (B)(6) 2023, the patient presented with abundant bloody material coming out of the drain left in the surgery. With the suspicion of vascular injury, it was decided to perform a diagnostic laparoscopy where the only thing that was demonstrated was dehiscence of the anastomosis. The patient required a redo of the suture with the competitor product of a larger diameter than the one usually used. Additional information was requested.